Manufacturer narrative:
24-nov-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Poke/ injury - cheeks [mouth injury] , head is loose... Head is falling off during brushing - oral-b [device breakage]. Case narrative: consumer e-mail stated that brush head is falling off during brushing due to which they got poked in the cheek that may have caused an injury. No serious injury was reported. Follow-up (06-nov-2025): suspect product received date added and there is pending complaint investigation. No serious injury was reported. Follow-up (product investigation results) (24-nov-2025): product investigation result for the suspect oral-b toothbrush handle was received. The driving shaft is broken at the notch. Cause of failure was found to consumer related - effect of force leads to breaking of driving shaft. Based on investigation results, "no manufacturing cause" and "no design issue" was identified. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return. H3 other text: pending investigation.

Event description:
Poke/ injury: cheeks [mouth injury]. Head is loose: head is falling off during brushing - oral-b [device breakage]. Case narrative: consumer e-mail stated that brush head is falling off during brushing due to which they got poked in the cheek that may have caused an injury. No serious injury was reported. Follow-up (06-nov-2025): suspect product received date added and there is pending complaint investigation. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Poke/ injury - cheeks [mouth injury] head is loose... Head is falling off during brushing - oral-b [device breakage] . Case narrative: consumer e-mail stated that brush head is falling off during brushing due to which they got poked in the cheek that may have caused an injury. No serious injury was reported.